Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the tip of an ar-8737-37 cannulated1.5 hex driver broke off in the screw during insertion. The surgeon decided to leave it in as the tip was secure within the anchor and implanted successfully. This was discovered during an interphalangeal joint fusion procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6/ the complaint allegation was confirmed. One unpackaged ar-8737-37 was received for investigation. Visual evaluation observed that the tip was broken off. The most probable cause is applying excessive mechanical forces upon insertion/use over-torquing/over-engaging the driver with the screw head.